Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: sp1a.210812.016.g970usqu9ixe3 hardware: sm-g970u cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 300 mg/dl while wearing the pod. It was reported that the sensor got disconnected but no alert was provided. It was reported that the patient¿s pod expired on 12oct2023, which is why the pod could not connect. Symptoms reported include high blood glucose level, nausea, and feeling of weakness. The patient was treated with insulin, sugar water and something to avoid blood clotting (patient could not remember the name). The pod was removed at the hospital and discarded. Date of release, from hospital, was not reported.